Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt was experiencing a lack of efficacy with the vns device. No device diagnostic history was available to rule out device malfunction.